Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have been occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. There were no abnormal observations that could have contributed to the reported needle-to-cuff miss. Possible contributing factors for the reported cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device, no manufacturing-related deficiencies could be identified. The needle trajectory of every device is verified during manufacturing. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported, which could have contributed to the reported cuff miss. There was no information reported or definitive evidence in the evaluation of the device to suggest that the device might have been twisted and/or rotated during needle deployment. Also, it could not be definitively concluded that the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to the reported cuff miss. Based on the reported information, the manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported cuff miss could not be determined. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that a arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Additional information was not provided.